Manufacturer narrative:
The reported events of backup operation and premature battery depletion were confirmed. The device was received in backup mode. Device image was corrupted. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at normal level. Signs of rapid discharge of battery were noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 february 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the pacemaker had gone into backup mode. Device interrogation with a programmer was attempted but the implantable cardioverter defibrillator (ICD) had lost inductive telemetry. Premature battery depletion was suspected. The product was explanted and successfully replaced.